Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 3 weeks ago. The aortic bifurcation was small measuring 18-19 mm in diameter. It was reported that the pt presented with leg pain and one of the limbs was found to have thrombosed. This was attributed to the small aortic bifurcation where there was not enough room for the two 15 mm diameter limbs which resulted in occlusion of one of the limbs. A forgarty catheter was used to remove the thrombus then 2 "I" cast stents were implanted, one on each side to resolve the occlusion. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Required intervention) - eval results and conclusions: graft occlusion. Small aortic bifurcation.